Event description:
On 2nd april 2026, it was reported by an arthrex employee via email that for an ar-2323bcc, suture anchor, biocomposite swivelock® c, 5.5 mm x 19.1 mm, closed eyelet, was used as a lateral anchor, the anchor was inserted into the bone, but it backed out and it came out. When force was applied to insert it again, the anchor broke. This was detected during use in a shoulder arcr surgery on (B)(6) 2026. The procedure was completed successfully by using a product with the same part number. No significant surgery delay reported. All of the product/fragments were removed and nothing remains in the patient. No additional anesthesia administered to the patient. No information about an instrument used to prepare/tap the bone socket for insertion of the implant. Bone quality of the patient is unknown.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.